Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 2030404-2015-00084, 3005334138-2015-00102, 3005334138-2015-00103. During a repeat atrial fibrillation ablation procedure, a pericardial effusion occurred. Near the conclusion of the procedure, the patient became hypotensive and a pericardial effusion was diagnosed. A pericardiocentesis was performed and the patient was stable and doing well after the procedure. There were no performance issues with any sjm device.